Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer was hospitalized with a blood glucose level of 600 mg/dl. The customer was treated with an insulin drip. Troubleshooting was declined. The customer was assisted in programming her insulin pump. The product is not being returned. Nothing further was reported.